Event description:
This supplement report is being submitted as the investigation was concluded on the 24-sep-2021.

Manufacturer narrative:
Device evaluation: 2 x zebd-7-7 of lot number c1665817 were returned to cirl open in its original packaging. The device involved in the complaint was evaluated in the laboratory on 10 may 2021. A kink was noticed on the 2nd and 5th portholes on the pigtail end on the tapered end while a kink was noticed on the 2nd, 3rd, and 5th portholes on the pigtail curl on the non-tapered end of device 1. A kink was noticed on the 2nd and 5th portholes on the pigtail end on the tapered end while a kink was noticed on the 4th and 5th portholes on the pigtail end curl of the non-tapered end of device 2. A 0.035" wireguide did not pass the kinks on device 1 and device 2. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-7 of lot number c1665817 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1665817. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted as lab evaluation was completed on 10-may-21. Kinks are confirmed. Opening the package technician try to pass the guidewire into the stent, after flashing with guidewire could not be free to pass, even wire the stent. After that several kinks was happen in both the side of pigtail stent. Currently no adverse effects to the patient are reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Annex g: g04122 - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Opening the package technician try to pass the guidewire into the stent, after flashing with guidewire could not be free to pass, even wire the stent. After that several kinks was happen in both the side of pigtail stent. Currently no adverse effects to the patient are reported.